Event description:
It was reported by coroner's office that customer passed away. Cause of death is unknown. Contracted the coroner's office regarding the cause of death and they would not release it without a written request. Corner wanted to get history information from pump and will call md to get further information.